Manufacturer narrative:
This case was initially reported in error.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter alleged that the display of the blood glucose monitor was defective. The customer stated a "few" months ago she tested and misinterpreted the result. The customer thought the result was 15.0 mmol/l and she injected 3 units of unknown insulin. A "few" minutes later, she became sweaty and shaky which she was certain were symptoms of a hypoglycemia event. She checked the meter's memory and realized the result received on this blood glucose monitor at the time was actually 5.0 mmol/l. She immediately self-treated with a cup of cordial and within one hour she felt back to normal. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.